Manufacturer narrative:
Patient date of birth/age and weight are unknown. The drill hole left in the patient¿s tibia occurred during the original procedure on (B)(6) 2015. The subsequent stress fracture occurred on an unknown date. This report is for one (1) unknown threaded alignment pin. Without a valid part and lot number, a UDI is not available. Device is an instrument and is not implanted or explanted. The complainant part is not expected to be returned for manufacture review/investigation. (B)(4). Unknown, as specific part and lot numbers for the complainant threaded alignment pin were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2015 to treat a fracture. During the implantation of the ex-hindfoot arthrodesis nail, the drill for the most proximal screw missed the nail due to insufficient tightening and seating of the targeting arm. The targeting arm was adjusted, then re-seated and re-tightened in the appropriate location. Proximal targeting of the drill proceeded and the screw was inserted without incident. However, the patient was left with a drill hole in the anterior cortex of the tibia due to the initial misapplication of the targeting arm. A surgical delay of five (5) minutes was reported. During a routine follow up visit, an x-ray image revealed that a stress fracture was present at the missed drill hole. Despite the stress fracture, the patient's hindfoot fusion was healing as expected. Therefore, there was no plan made to fix the stress fracture. This report is for one (1) unknown threaded alignment pin. This report is 5 of 5 for (B)(4).